Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. It is very likely, that bulging of the housing caused the observed damage and indicates that the device was not refreshed/used for a long period of time. This is a combined initial and final report.

Event description:
The following leaking dacapo was received at (B)(6). It has been confirmed that no injuries or damage to health occurred.